Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call that the emergency medical service was called and the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 700 mg/dl at the time of hospitalization. The customer was in coma. The customer was treated with shots. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.